Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h3, h6, h10, h11. Corrected field: h4. Testing of actual/suspected device: (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to confirm the screen is blank. The fse disassembled the display and found that the backlight inverter was not working. The fse order the required parts for repair, the fse disassembled the display and replaced the inverter pcb , the pcb video receiver, and the display. The fse then re-assembled and checked function, all works as it should now, all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: a supplemental report will be submitted upon receipt of additional information. The full name of the initial reporter is (B)(6).

Event description:
It was reported that during testing, the display in the cs300 intra-aortic balloon pump (iabp) is not turning on. There was no patient involvement, and no adverse event reported.